Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Investigation completed on 7/30/2024. A getinge field service engineer evaluated that fiber optic connector broken, issue discovered as part of preventive maintenance other than that, unit fully functional. Nothing unusual identified in the logs, attached for reference. Replaced broken fiber optic connector. Post replacing broken fiber optic connector, successfully completed a full function check without issue. Unit calibrated and passed all functional and safety tests per factory specifications.

Event description:
It was reported that during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) reports fiber optic connector is broken. There was no patient involvement reported.